Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation showed no causal relationship between the death of the patient and the system behavior described in the complaint. Although the system had a malfunction during booting, such a fault is sufficiently mitigated by constructive measures and described accordingly in the operating instructions. As in the given case, the system switches to the "backup review mode" if the image visualization system (ivs) is not available. Although fluoroscopy and acquisition are possible in this special backup mode, the data/images cannot be stored in the ivs. Any acquisitions are temporarily stored in the image acquisition system (ias) to send and store this data to the ivs when the full system functionality is available again. In this case, the full functionality was available after a manual restart of the system. The log files clearly indicate that the operator only operated fluoro and did not make an acquisition. Fluoro data/images are generally not stored automatically. In this respect, this is not an error, but normal system behavior. Accordingly, there is no loss of data. In order to prevent the above-mentioned boot problem, the complete ivs-pc has been exchanged by the local service organization. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred while operating the artis q biplane system. According to available information, a patient suffering from an aortic aneurysm had to be reanimated due to a previous system malfunction. The system had a malfunction of the image visualization system (ivs) at the time which limited the functionality. Only fluoroscopy was available, but no acquisition was possible. It was reported that the patient passed away, however, at present, there is no indication of a causal relationship between the death of the patient and the system behavior. Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.